Manufacturer narrative:
A1 - patient identifier: (B)(6) (2 separate patients) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for 2 patient samples. The initial troponin-I results was high (no values provided) and it was thought the patients were having a heart attack because of the high troponin results. The same samples were repeated two other times with the same instrument and then again with another instrument and results generated were normal (no values provided). The 2 patient samples were sid (B)(6). There was no impact to patient management reported.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for 2 patient samples. The initial troponin-I results was high (no values provided) and it was thought the patients were having a heart attack because of the high troponin results. The same samples were repeated two other times with the same instrument and then again with another instrument and results generated were normal (no values provided). The 2 patient samples were sid (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced multiple parts when troubleshooting the issue, however, no definitive part was identified as the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) verifies no subsequent false elevated troponin results have been reported since the current issue was identified. A review of tracking and trending for the alinity I processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.